Event description:
A peritoneal dialysis (pd) patient experienced a suspected peritonitis manifested by cloudy pd fluid. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the events. Two days after the event onset, the patient was treated with vancomycin injection (1gm, every 3rd day, intraperitoneal, ongoing) and ceftazidime injection (1gm, once daily, intraperitoneal, for five days, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.